Manufacturer narrative:
No issues were noted that would result in the cannula dislodging from the infusion site or a failure to deliver insulin. The reported events could not be determined. The exposed portion of the soft cannula was not bent or kinked. Residual adhesion was felt when peeling the adhesive pad apart. Due to the device having been worn. The original state of the adhesive pad could not be determined.(device available for eval: yes, date returned to mfg: 9/4/2019) the device had been received at the time of initial report. (Device returned to manufacturer? Yes) the device had been returned to the manufacturer at the time of initial report.

Manufacturer narrative:
The device was not returned for evaluation. It was reported that the cannula had dislodged from the infusion site and was bent. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / page 49; warnings: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate that the cannula has dislodged. Blood glucose readings: chapter 4 / page 56; warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 327 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The adhesive around the cannula came off. The patient's cannula was found dislodged and appeared bent. For treatment, changed pod and a manual injection of 10.0 units.